Event description:
Incident described as: customer reported balloon of foley bursting. No pt injury reported. No further info available.

Manufacturer narrative:
Device received but investigation report is not available at time of this report.